Event description:
The device was used during a colon resection. Reportedly, the staples would not adhere to bowel tissue. Another instrument was used to complete the purse string. No pt injury was reported.